Manufacturer narrative:
It was reported that upon removal of the tape the patient experienced a "burning sensation, blister formation, and/or skin tearing". The customer reported that the patient required a wound care consult to manage the injury. No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
Burning sensation, blister formation and/or skin tearing.